Event description:
It was reported that the pulse generator could not be interrogated. The device was at elective replacement indicator (eri) and was replaced.

Event description:
The account stated that the cell-dyn 3700 analyzer's waste sensor is not detecting that the waste container is full. A new waste sensor was ordered for replacement. There was no direct fluid contact or injuries reported. There was no adverse impact to patient management reported.

Manufacturer narrative:
Final analysis found no telemetry during interrogation due to battery depletion. The battery voltage was at end-of- life (eol). After replacing the battery and downloading the product code, the device functioned normally.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.